Event description:
The customer also reported that the patient's husband had inadvertently placed the freedom driver's drivelines in between the wheelchair and the wheel and this wasn't noticed until the husband realized the wheelchair didn't move correctly. The vad coordinator inspected the drivelines and determined that there was damage but not a hole caused by the friction.

Manufacturer narrative:
Corrected data - section b5. Visual inspection revealed fractures to the front housing and display cover and frictional damage to the drivelines. The driver passed all pressure test requirements associated with normotensive and hypertensive settings. Investigation testing was able to reproduce the customer-reported intermittent alarms when the drivelines were temporarily kinked. The driver is designed to alarm when the cardiac output drops below 3.5 l/min. This continuous alarm stops once the cardiac output rises above 3.5 l/min. The customer reported that the driver's drivelines had been placed between the patient's wheelchair and wheel while transporting the patient, which could have caused the frictional damage observed on the drivelines. This may have also caused the drivelines to become kinked, obstructing airflow and leading to cardiac output below 3.5 l/min. While the drivelines were kinked, the driver would alarm intermittently until airflow was no longer obstructed (co>3.5 l/min). The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient was switched to a back up freedom driver. There was no reported adverse patient impact.